Event description:
Hospital advised that intralipids were set up to infuse on channel c at a rate of .04ml/hr at approximately 1500 hours. Approximately one hour after the infusion was started the pump alarmed and displayed error code 307. There was no pt consequence.